Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on february 28, 2018 for follow-up. It was noted that the patient had been lost for follow-up for some time. Upon review, the implantable cardioverter defibrillator was noted to have reached end-of-service with normal elective replacement indicator having been reached over a year ago. The device also exhibited stored episodes inappropriate therapy for atrial fibrillation episodes with rapid ventricular response. Lastly, the device exhibited a potential high voltage circuit damage alert. The right ventricular exhibited high and out-of-range pacing lead and high voltage lead impedance. The lead was capped and replaced on (B)(6) 2018 and the device was removed and replaced. The patient was stable throughout and would continue to be monitored.